Manufacturer narrative:
Findings: button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Keypad connector found closed properly during visual inspection. No moisture damage electronic assembly. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 180 mg/dl. The customer that the device was exposed to ocean water. The customer reported that he fell into the ocean and the device was in his pocket. The customer stated that a constant tone is occuring. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer is not sure how to get off his screen. The customer stater that there is no visible fluid in the pump in the time of call. The customer stated that he fell into the ocean. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.